Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump notified the customer indicating that the cartridge could not be used. Reportedly, this occurred with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not have an alternate method of insulin delivery available.